Manufacturer narrative:
Only the pressure sensor and error logs were provided for investigation.

Event description:
It was reported that error codes, such as 240.4150.0 and 240.4150.5, were found in the logs of multiple devices and there was a concern about the repetitive errors and the amount of bottle side pressure sensors that were being replaced. It was further noted that the vast majority of the units brought to the biomed shop have a note indicating, "channel error", "channel not working", or just "not working". The alarms usually happen at random and can be triggered by the slightest movement. It was further noted that the errors happen frequently and the pump modules are being switched to the other side of the pc unit, which usually stops the alarm. It was also noted that during preventative maintenance, the devices would fail the accuracy tests and then has to be recalibrated. There were no patient impact.

Manufacturer narrative:
Additional information: updated b5. Correction: patient code in h6. Although requested, patient demographics not provided.

Event description:
It was reported that error codes, such as 240.4150.0 and 240.4150.5, were found in the logs of multiple devices and there was a concern about the repetitive errors and the amount of bottle side pressure sensors that were being replaced. It was further noted that the vast majority of the units brought to the biomed shop have a note indicating, "channel error", "channel not working", or just "not working". The alarms usually happen at random and can be triggered by the slightest movement. It was further noted that the errors happen frequently and the pump modules are being switched to the other side of the pc unit, which usually stops the alarm. It was also noted that during preventative maintenance, the devices would fail the accuracy tests and then has to be recalibrated. There were no patient impact.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that error codes, such as 240.4150.0 and 240.4150.5, are being found in the logs of multiple devices and there is a concern about the repetitive errors and the amount of bottle side pressure sensors that are being replaced. It was further noted that the vast majority of the units brought to the biomed shop have a noted indicating, "channel error, "channel not working, or just "not working". Although requested, no additional information was provided.

Event description:
It was reported that error codes, such as 240.4150.0 and 240.4150.5, were found in the logs of multiple devices and there was a concern about the repetitive errors and the amount of bottle side pressure sensors that were being replaced. It was further noted that the vast majority of the units brought to the biomed shop have a note indicating, "channel error", "channel not working", or just "not working". The alarms usually happen at random and can be triggered by the slightest movement. It was further noted that the errors happen frequently and the pump modules are being switched to the other side of the pc unit, which usually stops the alarm. It was also noted that during preventative maintenance, the devices would fail the accuracy tests and then has to be recalibrated. There were no patient impact.

Manufacturer narrative:
The reported complaint of repetitive 240.4150.0 and 240.4150.5 error codes found in multiple device logs was confirmed during review of the error logs; however, the errors were not replicated during testing. The reported complaints of alarms happening at random and can be triggered by the slightest movement and failing accuracy tests could not be confirmed since the devices were not returned for investigation. Log analysis results error logs were retrieved from 21 pump modules. No event logs were received. It was reported that there was a concern for repetitive 240.4150.0 and 240.4150.5 errors in the error logs of multiple devices. There was no reported event date. Based on review of the received error logs, 20 pumps recorded multiple 240.4150.0 errors, 20 pumps recorded multiple 240.4150.5 errors, and multiple logs revealed 241.4140.0 and 241.4140.5 errors were also recorded. An error log analysis of the 21 returned pump logs revealed multiple recordings of the 240.4150.0 and 240.4150.5 error codes. Error code 240.4150.0 indicates an upper (bottle side) pressure sensor malfunction. Log analysis also revealed multiple recordings of error codes 241.4140.0 and 241.4140.5. Error code 241.4140.0 indicates a lower (patient side) pressure sensor malfunction. A 240.4150.5 or 241.4140.5 error code is a log only event not visible to a user. A recording of these errors codes is not indicative of an intermittently malfunctioning pressure sensor. The customer returned 22 fsa pressure sensors. Results from the alaris system maintenance analog sensor task showed 18 of the returned pressure sensors out of specification. Four (4) of the returned pressure sensors were observed to be within specification and were functionally tested via a 2 hour infusion (rate = 500 ml/h, vtbi = 1000 ml). No errors or alarms were exhibited and the pressure sensors were observed to be operating as intended. No pump module devices were returned for investigation; therefore they could not be inspected or tested during this investigation. The proximate cause of the repetitive pressure sensor error codes was attributed to the pressure sensors being out of specification. The root cause of devices having alarms happening at random, triggered by the slightest movement and failing accuracy tests could not be confirmed since the devices were not returned for investigation. Device history review of the (B)(6) service history record showed the device had a manufacture date of 03/01/2017. A review of the device service history record was performed beginning from the date of manufacture to the present date 01/04/2021 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3: only the error logs were provided for investigation.